Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, analysis will be performed and this event will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were then completed to assess lead electrical performance and insulation integrity. All measurements were within normal limits indicating conductor and insulation continuity. Analysis could not determine a reason for the reported clinical observation of dislodgement. Inspection of the lead revealed a separation of the gore covering from the medical adhesive (ma) at the proximal edge of the proximal shocking coil. Associated with this was a slight stretching of the proximal end of this shocking coil. In addition, the proximal end of the distal spring electrode is separated from the lead body insulation however medical adhesive was present.

Event description:
Boston scientific received information that one month post implant, this right ventricular lead displayed increased threshold measurements and loss of capture. Lead dislodgement was suspected. All other lead measurements were within normal limits. A decision was made to replace this lead. A revision procedure was performed, this lead was removed, replaced and returned for analysis. No adverse patient effects were reported.